Event description:
Certified nurse assistant was moving the maxi move floor lift into a pt room. As she was turning to enter the doorway of the pt room, the mast fell from the chassis onto the floor. This did not occur during a patient transfer and there was no pt nearby. No injuries were sustained by the caregiver.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer arjohuntleigh (B)(4) (registration #9681684). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.